Event description:
This is report 1 of 2 for (B)(4). It was reported by a healthcare professional in australia that during a rotator cuff repair procedure of the right shoulder on (B)(6) 2022, it was observed that two 5.5mm healix advance knotless br anchor devices broke upon insertion. According to the report, the anchors were removed. It was further reported that the bone was hard but a tap was used to prepare the humerus. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary; the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it revealed that one anchor was cracked, no broken parts were identified; therefore, this complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 107l878, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. The possible root cause of the damage can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.